Manufacturer narrative:
The battery and ups were returned for analysis. Through functional and visual testing methods, no failure was found with either part. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery and ups needed to be replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that after having the navigation system on for a couple hours, the representative ran the self test and the uninterruptible power supply (ups) was listed as red status. The main cart is not showing any green battery statuses. The following day, after the event, the rep reported that while replacing the battery and the ups they had a bucket of screws from the back panel. The battery connector cord touched the screws and it sparked. It looked like the battery cord was charred. A new battery was needed. There was no patient involved in the event.